Manufacturer narrative:
Consumer stated they experienced a chipped tooth. The serial number of the toothbrush was not provided. Additional contact information not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer wrote an online review stating that their spouse chipped a tooth while brushing their teeth with a sonicare power toothbrush.